Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 20, 2024, was filed inadvertently. No wound dehiscence and device explantation has occurred for this device.

Event description:
Per the clinic, the patient experienced a wound dehiscence and at the implant site and subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.